Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. Based on the 14 pages of medical records information it appears on (B)(6) 2015, this (B)(6) patient was admitted into the hospital and diagnosed with fluid volume overload, secondary to incomplete peritoneal dialysis secondary to his home peritoneal dialysis machine overheating from being stuck in an apartment with broken air conditioning. The medical records reveal that the patient also admitted to not taking some of his medications correctly prior to admission. Patient stated that when he took his migraine medicines they would make him sleepy and he would subsequently forget to take other medications that he needed. Medical records do not contain peritoneal dialysis flow records for review. Medical records do not contain progress note, discharge summary or lab results on date of hospital admission for review. Medical records and follow up calls to the pdrn reveal that the patient did not take medications or perform manual peritoneal dialysis exchanges as directed. Patient admits to non-compliance. Patient did not inform clinic that the cycler was malfunctioning and when checked, the cycler worked fine. Although the patient was admitted for congestive heart failure secondary to fluid overload, secondary to an overheating cycler, it is apparent that the machine was indeed working. In addition, the patient was still able to perform peritoneal dialysis manually but did not to do so, as prescribed. There is no documentation in the medical record that indicates there was a causal relationship between the patient's calcium acetate and the patient's fluid volume overload. A failure analysis investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Medical records were provided by the patient's dialysis center. The patient was a (B)(6) male patient with a history of end-stage renal disease secondary to type 1 diabetes and poorly controlled hypertension. The patient came into the emergency room on (B)(6) 2015 after 3 days of an acute headache, left-sided chest pain, shortness of breath, blurred vision and nausea. The patient was diagnosed with acute congestive heart failure. The patient was also admitted with malignant hypertension, chest pain with moderate risk of coronary syndrome and headache. The patient's headache was associated with blurred vision, light and sound sensitivity. The patient's chest pain was left-sided sharp pain with a squeezing sensation and radiation down his left arm, associated with shortness of breath and nausea. The patient was treated, improved and discharged on (B)(6) 2015.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) pt's registered nurse contacted technical services to report the pt was admitted to the hospital due to fluid overload as a result of the pt not completing peritoneal dialysis treatments due to a cycler overheating. Follow up with the rn indicated the pt was hospitalized on (B)(6) 2015 for fluid overload following several days of missed treatments and as a result of non-compliance with his peritoneal dialysis treatments. Per pdrn the pt had reportedly been experiencing cycler issues for an unk amount of days, and a home visit was made to check on the pt. Per pdrn the pt lived with his grandmother in a home without air conditioning and stated the home was very warm. The cycler was evaluated during the home visit and appeared to be functioning without issue and did not require replacement. Per pdrn the pt was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed. The pt reported the cycler was overheating and did not revert to continuous ambulatory peritoneal dialysis (capd) treatments as a result of the issues and initially did not contact her or technical services for assistance when the issues occurred. The pdrn stated it was unknown how many treatments were missed prior to the hospitalization event. Per pdrn the pt was discharge on 08/14/2015 and continued peritoneal dialysis treatments using the cycler without further issue. Medical records were requested.